Event description:
While working on right side, level s-1, approximately 1/4" of the peek radiolucent plastic sheath, sheared off, in patient. Surgeon aware. Unable to retrieve or visualize with fluoroscopy. Proceed with procedure per md. Manufacturer response for probe, radiofrequency lesion, relievant medsystems intracept access instruments (per site reporter). Vendor was present at time of surgery and surgeon made him aware. Surgeon: "we have also discussed it with the device representative so that their company is aware of it, and hopefully they will continue to improve their technology".